Manufacturer narrative:
Two images were returned showing what appears to be leakage from the filter vent on the piercing pin. The complaint of leakage can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a "leakage on filter vent." The event was noted during infusion. Pictures are provided showing the involved sample and a liquid. The set was replaced and therapy resumed. There was patient involvement but no patient harm.